Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage and a packaging design issue. This complaint has been confirmed by evaluation of the provided photos. A complaint history search was not performed as the packaging design has been remediated as a part of corrective action. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 51-107150 tprlc 133 mp type1 pps ho 15.0 (B)(6), 51-102040 tprlc xr fp type1 pps 4x128mm (B)(6), 51-103170 tprlc 133 t1 pps so 17x154mm (B)(6), 51-105130 tprlc xr t1 pps 13x146mm (B)(6), 51-109050 tloc 133 mp sp t1 pps ho 5x95 (B)(6), 51-104090 tprlc 133 t1 pps ho 9x137mm (B)(6). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the circulated items were inspected and that the inner pouch was found to be damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of the suspected product. Visual evaluation of the returned product identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed as the packaging design has been remediated. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Corrective actions have been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.